Event description:
Caller reported blood glucose results of "700 something" mg/dl and "near 120" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.